Event description:
It was reported that "during the procedure, the peel-away sheath stretched and deformed excessively as it was removed. "A CT scan was ordered to check for a retained fragment of the sheath. The patient failed to keep the CT appointment and became ill. He was admitted to the hospital and the catheter was removed. A 5cm segment of the sheath was found around the catheter lumen and was successfully removed with the catheter.

Manufacturer narrative:
Requests to the facility for the return of the sample have been made. To date, the sample has not been returned. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. A final report will be submitted when the investigation is complete.